Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patients ipg was damaged by electrocautery during a non device related surgery and became nonfunctional. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn per hospital policy. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.